Event description:
It was reported that a gradual yet fairly spontaneous rise in pacing impedance and loss of capture and a high capture threshold was observed on the right ventricular (rv) lead. A fracture was suspected on the rv lead. The rv lead was capped (B)(6) 2026 and replaced. The patient was stable.